Event description:
Before doing a CT scan, the PICC was flushed with saline and noticed blood and saline coming off the PICC. No pressure injection, PICC not hooked to the machine at that time. They noticed a hole on the outside of the PICC. PICC was under the dressing and line working fine an hour before the test. PICC placed for this patient around a week prior to the event, inserter said no issue when they inserted the PICC. No harm to the patient, just a delay in the procedure to clamp the defect PICC, place a piv at the scan and a new PICC after CT scan completed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed that the catheter body contained a hole near the juncture hub. The appearance of the hole was uniform; however, the catheter body was slightly stretched/bulging outward, which indicates that the catheter was over-pressurized. The hole in the catheter measured 12mm from the juncture hub. The catheter body total length from the juncture hub to the distal tip measured 22", which is within the specification limits of 21 1/2"-23 1/4" per the catheter graphic. The catheter body outer diameter measured .081", which is within the specification limits of .074"-.084" per the catheter extrusion graphic. A lab inventory syringe filled with water was used to flush all three of the cvc lumens. When injecting water through the distal lumen, water was observed leaking out of the hole in the catheter body. No defects or anomalies were observed when injecting water through the proximal and medial lumens. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not exceed ten (10) injections or the maximum pressure of 300 psi on power injector equipment to reduce the risk of catheter failure and/or tip displacement". The IFU also states, "do not exceed ten (10) injections or the catheter's maximum recommended flow rate located on product labeling to reduce the risk of catheter failure and/or tip displacement". The report of a ruptured catheter body was confirmed through complaint investigation. Visual analysis revealed that the catheter body was ruptured approximately 12mm from the juncture hub. The appearance of the rupture appeared consistent with damage as a result of over-pressurizing the catheter lumens. The catheter met all relevant dimensional requirement, and a device history record review was performed with no relevant findings to suggest a manufacturing issue. Based on the report form the customer and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on lot# 13f19g0519 and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.-brand name corrected to arrow cg+ PICC set: 3l 6fr x 55cm w/130cm swg section d.4.-catalog # corrected to pr-45563-hphnl. Section d.4.-lot# corrected to 13f19g0519.

Event description:
Before doing a CT scan, the PICC was flushed with saline and noticed blood and saline coming off the PICC. No pressure injection, PICC not hooked to the machine at that time. They noticed a hole on the outside of the PICC. PICC was under the dressing and line working fine an hour before the test. PICC placed for this patient around a week prior to the event, inserter said no issue when they inserted the PICC. No harm to the patient, just a delay in the procedure to clamp the defect PICC, place a piv at the scan and a new PICC after CT scan completed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for evaluation. Visual examination of the customer photo confirmed a rupture at the proximal end of the catheter. A full visual inspection could not be performed as no sample was returned for analysis. The IFU provided with this kit cautions the user , "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce the risk of intraluminal leakage or catheter rupture." The customer report of a catheter rupture was confirmed by visual examination of the customer supplied photo. However, a full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature

Event description:
Before doing a CT scan, the PICC was flushed with saline and noticed blood and saline coming off the PICC. No pressure injection, PICC not hooked to the machine at that time. They noticed a hole on the outside of the PICC. PICC was under the dressing and line working fine an hour before the test. PICC placed for this patient around a week prior to the event, inserter said no issue when they inserted the PICC. No harm to the patient, just a delay in the procedure to clamp the defect PICC, place a piv at the scan and a new PICC after CT scan completed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Before doing a CT scan, the PICC was flushed with saline and noticed blood and saline coming off the PICC. No pressure injection, PICC not hooked to the machine at that time. They noticed a hole on the outside of the PICC. PICC was under the dressing, and line working fine an hour before the test. PICC placed for this patient around a week prior to the event, inserter said no issue when they inserted the PICC. No harm to the patient, just a delay in the procedure to clamp the defect PICC, place a piv at the scan, and a new PICC after CT scan completed. The patient's condition is reported as fine.